Manufacturer narrative:
The sample is not available for examination by deroyal. The vendor for the styrofoam tray, (B)(4), has been notified of this issue. Foam trays have been removed from all finished goods at deroyal, and replaced by plastic platform trays.

Event description:
Upon opening of the pack there are loose white flecks. Foreign bodies are not welcome in the operating room. It appears it may be coming from foam tray.